Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen of the insulin pump was blacking out. Customer states the insulin pump rattles when they shake it. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed selftest and displacement test. No missing segments, partial display, black display, display anomaly or rattling noted. Device received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).